Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date in 2004, this patient was implanted with an ancure stent graft to treat an abdominal aortic aneurysm. Images from an unknown date, revealed the patient had developed a distal type 1 endoleak in the right common iliac artery and a type 111 endoleak (tear in graft material) in the left common iliac artery. The physician chose to reline both grafts with gore excluder aaa iliac extender components. The patient had very tortuous anatomy in the common iliac arteries. It was reported while the physician was advancing the pxl1611207 on the right side he felt resistance, he believed the resistance was due to doing through an existing ancure graft and the tortuous anatomy. He continued advancing and deployed the iliac extender component in the desired location. Upon retracting the delivery catheter the distal olive had become broke off from the delivery catheter and become separated. The distal separated end was caught on the 12fr dryseal sheath. The physician retracted the delivery catheter and then removed the broken piece of catheter with the dryseal sheath that was removed from the patient. The procedure concluded with no further event. The patient tolerated the procedure.